Event description:
It was reported that this programmer exhibited a frozen screen at follow up and during thresholds testing. Additional information noted that when the issue with the frozen screen was first encountered during the follow up the boston scientific representative disconnected the power cord and used the battery only, but the issue persisted. It seemed that half of the screen was non responsive while the other half was working normally, thus it was not possible to stop the thresholds test. The patient had an escape rhythm and another programmer was connected, but the patient was unwell and breathless during this change out. It was confirmed there was no direct impact during transportation. Additional information noted hat the programmer was tested again and the issue as resolved. No adverse patient effects were reported.

Event description:
It was reported that this programmer exhibited a frozen screen at follow up and during thresholds testing. Additional information noted that when the issue with the frozen screen was first encountered during the follow up the boston scientific representative disconnected the power cord and used the battery only, but the issue persisted. It seemed that half of the screen was non responsive while the other half was working normally, thus it was not possible to stop the thresholds test. The patient had an escape rhythm and another programmer was connected, but the patient was unwell and breathless during this change out. It was confirmed there was no direct impact during transportation. Additional information noted hat the programmer was tested again and the issue as resolved. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.